Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gastric cancer procedure on (B)(6) 2016 and suture was used. During the procedure, when opened the package in the operating room, prior to use on the patient, the needle was found punctured from the package. It was reported one hole from the popped out needle. The procedure was completed with another like suture. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Conclusion: the actual device was returned for evaluation. Visual examination observed the needle passed through the paper lid, causing a hole in the paper lid. The opened foil was inspected and a hole was found on the top foil and there was damage inside the foil caused by the tip of the needle.